Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The top and bottom housing was discolored from internal corrosion. The inside of the pod showed corrosion on the linkage assembly, mechanism rails, pcb, and batteries. Despite the mechanism rail and linkage assembly corrosion, the needle mechanism assembly showed no damages or deficiencies to both the slide insert and retract that would indicate an issue with deployment. During fluid path testing, fluid could not flow freely through the complete fluid path due to the damaged reservoir allowing leakage out of the reservoir prior to entering the cannula sub assembly. The exact timing and cause of the reservoir fill port damage could not be determined. It can be confirmed that the reservoir leakage caused the corrosion inside of the pod, though the exact timing of the corrosion could not be determined. After multiple attempts, the pod data was unable to be downloaded from the device due to the corrosion on the pcb. Due to the inability to download the pod's data, it cannot be confirmed that a hazard alarm was generated by the pod. The cause for the reported hazard alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.s921usqs4bye4. Hardware: sm-s921u. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level read "high" (>500 mg/dl). An alarm occurred on the pod while it was worn on the hip/buttocks area between 4 and 24 hours. As treatment, a new pod was placed.